Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: the date of event was reported to be (B)(6) 2020. The implantation date was reported to be (B)(6) 2003. The suspect medical device is a mentor siltex contour profile moderate 350cc saline breast prosthesis, catalog #3542913, lot #260730, serial # (B)(6) , UDI # (B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated after implantation. The patient noticed the deflation of her right breast prosthesis and went to the emergency room. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.